Event description:
It was reported that the customer accidentally delivered too much insulin. The customer's blood glucose (bg) level subsequently decreased to 48 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.